Event description:
A baxter engineer reported a pump with a depleted battery. It is unk when this depleted battery occurred. There was no pt injury or medical intervention necessary according to the hosp rep.